Manufacturer narrative:
This is a follow-up to previously submitted events. Asr exemption: e1999004. Form code: (B)(4). Suture breakage malfunction events: 5. Suture breakage devices returned: 24. Manufacturing deficiency: 0. Needle breakage malfunction events: 10. Needle breakage devices returned: 49. Manufacturing deficiency: 0. Needle pull off malfunction events: 7. Needle pull off devices returned: 40. Manufacturing deficiency: 0. All devices labeled for single use; 0 devices reprocessed and re-used 0 remedial action a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary.

Event description:
This report summarizes <noe> 22 </noe> malfunction events, including 0 initial events. It summarizes 22 follow up malfunction events, including 5 suture breakage, 10 needle breakage and 7 needle pull-off that occurred intraoperatively.